Event description:
It was reported that the patient had a loss of therapeutic effect and a return of symptoms. The patient had a fall two weeks prior to the report during a black out and was unable to feel stimulation since. The patient stated stimulation was on at the time of the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).